Event description:
It was reported that during a percutaneous coronary intervention procedure, the stent was not fully apposed. Vascular access was approached from the radial artery. The 90% stenosed target lesion was located in the severely calcified and severely tortuous distal right coronary artery. This 3.00 x 16mm promus element, mr stent was deployed and it was noted that the stent was not fully apposed. An 8mm x 3.00mm nc quantum apex mr balloon catheter was selected for post-dilatation. While advancing the nc quantum apex catheter, the shaft kinked near the hub. The promus element mr stent was dilated with a different balloon. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).